Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and an off label implanted left bundle branch (lbb) lead showed non physiologic noise over sensing. Various origins were discussed for this issue but according to the field representative it was determined that the lbb lead was tapping on the rv coil. It was recommended to reposition the lbb lead. Both leads remain in service at this time. No adverse patient effects were reported.